Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake / steer caster not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake and steer caster to resolve the issue. Based on the info, no further action is required.